Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a navio assisted tka surgery the anspach emax 2 plus hand piece would not register as connected when plugged in. They tried unplugging and re-plugging in. A second set was opened and the second drill connected fine, however the surgeon was fed up by this stage and converted to manual procedure. The procedure was completed with a non-significant delay. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Sections b2 and d10 were updated. Section h10: the anspach emax2 plus hand piece intended for use in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill communicated with no problems. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the UK, it was reported that during a navio assisted tka surgery, the anspach emax 2 plus hand piece would not register as connected when plugged in. They tried unplugging and re-plugging in. A second set was opened and the second drill connected fine, however the surgeon was fed up by this stage and converted to manual procedure. The procedure was completed with a non-significant delay. Patient was not harmed beyond the problem reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4) section d4 was corrected.